Manufacturer narrative:
(B)(4). Date sent: 7/13/2021.

Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What color cartridges were used throughout procedure and anatomical structures for each? What was the product code of stapler used? Were any staple form issues noted throughout care of patient? Does the surgeon routinely wait 15 seconds prior to firing? Was buttressing material used? How was the intraoperative bleeding addressed? What was the reason for converting to open procedure? Was the primary reason due to the difficulty experienced with device or other contributing factors? How long after initial procedure was fistula identified? How was the fistula identified? How was the fistula addressed? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a bariatric surgery was scheduled (gastric bypass), at clinic, during which there were problems with the sutures used. There was bleeding when using white reloads. Leak checked with methylene blue and bleeding when using all blue reloads. For this reason, the surgery was prolonged and had to be completed with open technique. Management in ICU (intensive care unit) and npt (total parenteral nutrition) hospitalization time was more than one month.